Event description:
A malfunction was reported with code ¿malf 9¿ on the customer¿s device. There was no adverse impact on the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. Customer was instructed to continue using the pump and to call back if the malfunction reappears, which they acknowledged and understood.